Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, unformed)? Did the device cut? If the device cut, was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected? Were the donuts complete? Patient pre-op diagnosis: sigma diverticulitis during firing of the device there was excessive force necessary to fire the instrument. The characteristic cracking noise was detected. After firing the anastomosis appeared to be insufficient at the dorsal part of the staple line. Misformed staples were observed in the dorsal tissue and also in the dorsal part of the donut. Anastomosis was overstitched by hand. The patient revealed a post-op anastomotic leakage. The leakage was treated without re-op. Patient is fine. The instrument will be returned together with the donut. Anastomosis was performed in double stapling technique. Further additional information was requested and the following obtained: what is the patient¿s current condition? Proper healing process. When the device was fired, where was the indicator located within the green zone/gap setting scale? Yes. Who fired the device? Assistant or the surgeon? User¿s experience with the device? Surgeon, experienced user. Was the diversion temporary or permanent? There was no diversion reported. Event description (B)(6) 2015(dd/mm/yyyy): it was reported by the affiliate that during a laparoscopic sigma procedure, the device did not cut correctly. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Was the cutting issue related to the dorsal portion of the donut? Unknown when was the second device used, that was identified in the event description? Incorrect information, there was no second device used. Additional information provided 21/04/2015(dd/mm/yyyy): patient pre-op diagnosis: sigma diverticulitis. During the firing of the device there was excessive force necessary to fire the instrument. The characteristic cracking noise was detected. After firing the anastomosis appeared to be insufficient at the dorsal part of the staple line. Malformed staples were observed in the dorsal tissue and also in the dorsal part of the donut. Anastomosis was overstitched by hand. The patient revealed a post-op anastomotic leakage. The leakage was treated without re-op. Patient is fine. The instrument will be returned together with the donut. Anastomosis was performed in double stapling technique. Questions for clarification of above additional information: did the overstitched anastomosis resolve the leak? Yes. It is said that the leak was resolved without a re-op? Correct, conservative therapy was used to treat the leakage.

Event description:
It was reported that during a laparoscopic sigma procedure, the device did not cut correctly. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: additional information received: observations: x-ray ¿ this x-ray is of tissue with staples attached. There are at least five staples that can be seen in the tissue. It appears that three staples are malformed. The tissue appears to have a circular device type cut near the top portion of the x-ray. Malformed staples can be confirmed in the tissue. It appears that a circular device was used on the tissue, but the extra length of tissue could possibly indicate that the device was overloaded with tissue or was unevenly loaded. Photograph conclusion: based on the x-ray evidence the reported event of malformed staples can be confirmed. Unfortunately, the x-ray alone cannot confirm the root cause of the issue. Physical device analysis of the subject cdh29a may provide the additional evidence required to confirm the cause of the complication. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.